Manufacturer narrative:
On (B)(6) 2017, the customer's blood glucose had been in the target range since the pump settings had been adjusted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (50-60 mg/dl). Food and juice were consumed to address the low bg. The customer's healthcare provider reviewed the pump data and found that the pump's correction factor setting needed to be adjusted and was the cause of the low bg.